Event description:
It was reported that sensing noise was observed during interrogation of a patient's cardiac resynchronization therapy - defibrillator (crt-d) device. The submitted interrogation report indicated what appeared to be sensing of external 60-cycle noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419388 implantable pacing lead 2008-(B)(6), 694765 implantable tachy lead 2008-(B)(6), 407652 implantable pacing lead 2008-(B)(6). (B)(4)